Event description:
The customer states that there was no EKG tracing on either the m540 or the c700. The b/p and o2 sat readings were still displayed. The customer tried turning the units on and off as well as a new EKG cable and EKG leads. Neither corrected the issue. The m540 was replaced with a different m540 and then EKG tracing was available. There was no report of patient injury or adverse event.

Manufacturer narrative:
It was reported there was no EKG tracing on either the m540 or the c700. The blood pressure and o2 saturation readings were still displaying properly. An attempt was made to hard reboot the m540 and cockpit then replaced the EKG cable and leads but neither resolved the reported issue. EKG tracings were available once the customer replaced the m540 with a spare. A field service engineer (fse) went onsite to perform testing on the m540 by connecting the device to an ECG simulator where it was confirmed one set of ECG leads were faulty. All other sets of ECG leads were fully functional. The m540 and cockpit were both found to be functioning properly and returned back to service for use.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer states that there was no EKG tracing on either the m540 or the c700. The b/p and o2 sat readings were still displayed. The customer tried turning the units on and off as well as a new EKG cable and EKG leads. Neither corrected the issue. The m540 was replaced with a different m540 and then EKG tracing was available. There was no report of patient injury or adverse event.